Manufacturer narrative:
Product event summary: the data files for the date of the reported event and balloon catheter, 2afast28 with lot 05163, were returned and analyzed. The data files did not show any system notices during the procedure. Visual inspection of the catheter showed the inner balloon contained blood. Dissection of the handle showed traces of blood at the vacuum service loop. Dissection testing also showed a guide wire lumen kink and breach at 0.84 inches from the tip. The pressure test revealed a leak through the guide wire lumen and inner balloon pinhole. In conclusion, the reported issue has been confirmed through testing. The balloon catheter, 2afast28 with lot 05163, failed the inspection due to a guide wire lumen kink and breach and inner balloon pinhole.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter exhibited a kink. The balloon catheter was replaced and the case was completed with cryo. The balloon catheter further tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.